Event description:
During a robotic hysterectomy on (B)(6) 2023, the prograsp's metal cord was noted to be frayed. This did not affect the instrument's functionality as it continued to work; however towards the end of the procedure, the frayed cord snapped, which then rendered the instrument unusable. The prograsp was removed from field and tagged and sent to spd(sensory processing disorder) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.